Event description:
Device 1 of 2 . Reference MFR report #: 3006705815-2018-01146. Additional information identified the patient underwent surgical intervention on (B)(6) 2018, not (B)(6) 2018 as previously reported. One lead was explanted and replaced with a new one restoring therapy. It is unknown which lead was explanted, therefor we are reporting on both.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 3006705815-2018-01146. It was reported that the patient¿s lead had migrated. X-rays confirmed lead migration. Manufacturer product database revealed the patient underwent surgical intervention on (B)(6) 2018 wherein a new lead was implanted. It is unknown if any of the alleged leads were explanted.